Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath, diaphoresis and dizziness. Complete heart block was noted on electrocardiogram (ECG). High atrial heart rates and ventricular escape were also noted. No capture was noted on the right ventricular (rv) lead. The patient was externally paced and the lead was reprogrammed and remains in use. No further patient complications ha ve been reported as a result of this event.